Event description:
It was reported that the patient has receive local wound care with cadexomer iodine ointment. There was significant elevation in patients' serum and urine iodine level. Patient was started on methimazole and cardizem. He converted back to normal sinus rhythm.

Manufacturer narrative:
Investigation result as no sample was returned we have been unable to perform an evaluation of the affected product. In addition, no batch information has been provided for this incident and we have been unable to perform a review of the associated batch manufacturing records. However it can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. It can also be confirmed that there have been no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. The complaint files have been reviewed for the previous three years and incidents of a similar failure mode for the iodosorb product range are rare and this incident is not indicative of an adverse trend associated with this type of failure mode. Corrective action based upon the results of the investigation which has not been able to identify any known product quality defect, no further action will be taken at this time. However complaints of a similar nature will be closely monitored for any adverse trends and further action may be considered in the future.